Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased in the back of a truck not long after an altercation with another person. The paramedics tried to defibrillate and performed cardiopulmonary resuscitation (CPR) without success. The following day the controller exhibited controller fault alarms and loss of power.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one pump and one controller were not returned for evaluation. Review of log files revealed five (5) low flow alarms have been recorded since (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Review of the controller log files revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Controller log files revealed a controller power up events on (B)(6) 2020 at 00:50:38. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 21% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded prior to the loss of power. The controller was without power for 13 seconds. A review of the alarm file revealed multiple critical battery alarms were logged on (B)(6) 2020 starting at 02:18:30. The critical battery alarms were the result of the battery depleting below 10% rsoc. A review of the alarm file also revealed multiple controller fault alarms were logged on (B)(6) 2020 starting at 03:07:53. A controller fault alarm will occur if the battery is approaching 0% rsoc. In addition, log file analysis revealed multiple additional controller power up events on starting at 03:48:10. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the loss of power on (B)(6) 2020 at 00:50:38 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery alarms, controller fault alarms, and additional losses of power can be attributed to the battery depleting below 10%. Th e battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related co morbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.